Event description:
Material #305197 lot #4247038 verbatim: rcc received a complaint via chat. Customer noticed a dark colored debris on the tip of the needles. Ref number: 305197; lot number: 4247038. It was observed before being used on a patient. Customer response received on feb 14: 1. Can you please provide an exact date of event, 31-01-2025

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up. It was reported there is dark colored debris on the tip of the needle. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, three photos were received for evaluation by our quality team. One photo shows three packaging blister top webs, and the other two photos show a needle assembly with no plastic shield. The needle tip has a dark colored speck. No other information could be obtained from the photos. A device history record review was completed for provided material number 305197, lot 4247038. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical needle sample analysis, a probable root cause could not be offered.